Event description:
It was reported that a female patient underwent breast augmentation with two 250cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via ultrasound, with bilateral breast capsular contractures (baker grade iii). As a result, the patient underwent bilateral breast implant removal and replacement surgery, with unspecified implant, on (B)(6) 2023. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. An analysis of the suspect medical device's photo was completed. Investigation summary: during visual evaluation of the image provided, some bubbles were observed in the gel. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 4, 2023, the mentor failure analysis lab received the device for evaluation. Per information received with the device, the following information was received and has been updated on this form. Procedure performed was primary breast augmentation. Patient's initials "(B)(6)." Has been updated under field a1. Patient's date of birth has been updated as "on (B)(6) 1995" under field a2 since day of birth was not received. Replacement devices used on (B)(6) 2023, were catalog number: smpx190; serial number: (B)(6) on the left side, and catalog number: smpx215; (B)(6). On july 7, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, bubbles were observed on the sm mpp gel 250cc returned device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).